Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead dislodgement could not be conclusively determined. (B)(4).

Event description:
One day following implant, the right ventricle lead became dislodged. The lead was repositioned. The patient is stable.